Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the cv-190 exhibited no image with the 180 series scope and maj-1430 cable. According to the reporter, the user moved to another procedure room , tested the 180 series scope with and maj-1430 cable and was able to achieved an image. The user was able to continue and received an image with the 190 series. The user was advised the device cv-190 to be sent for socket evaluation. There was no patient involvement on this report.

Manufacturer narrative:
Please see updated sections: b5,g4, g7, h2, h6 and h10.

Event description:
The event occurred prior to the procedure. According to the reporter, there was a delay in the procedure when they switched the scope from 180 to 190 series to wait to initialize in the system. According to the reporter, the device showed an image after switching from 180 to 190 scope. The intended procedure was completed with the same device. No other information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based from the failure reported that the images do not appear during connecting to 180 series endoscopes, it is presumed that the synchronous circuit of the patient circuit board controlling the 180 series endoscopes failed. Olympus will continue to monitor complaints for this device.